Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support, who provided pump reset information and helped with resetting the pump.